Event description:
It was reported that the sterile packaging of a one-link non-dehp standard bore catheter extension set was damaged. It was also reported that there was a break in the tubing which resulted in a leak and caused blood to backflow up the line upon connected to intra venous (IV). A new extension set was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was damage to the outside of the packaging. Additionally, it was noted that there was a break in the tubing which may have led to blood backflow up the line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.